Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a partial lead (distal end) was returned in one-piece measuring/stretched 89.0cm. Internal insulation abrasion was noted breaching the re cable lumen at 7.9cm to 9.1cm and 10.0cm to 13.6cm from the distal tip. External insulation abrasion due to friction to the device can was noted breaching two unknown lumens at 37.0cm to 38.6cm from the distal tip. One lumen had both cables missing while the other lumen had one cable missing due to procedural damage in this location. Etfe cable coating was not damaged at these locations. Di not available for an unknown serial number.

Event description:
This report is to advise of an event observed during analysis.